Manufacturer narrative:
No product was received. Three photos and two videos were received. According to the images it is observed the cuff can inflated, however a part of the cuff is adhered to each other. The was confirmed for cuff sticking. A root cause could not be identified as the product was not received. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the cuff was adhered and couldn¿t be fully inflated during pre-test. The user followed the IFU (instructions for use) and tried to remove the adhesion by massaging the cuff but was in vain. They then opened a new one but was also having the same problem. Replaced with third device. The event occurred during pre-test; no patient was involved or harmed. One patient, two product malfunctions. Emdr-30804 and emdr-32419 both represent the same patient. This is the second malfunction report for the related complaints.